Event description:
It was reported that the patient had a vaginal candidiasis with reported symptom of vaginal discharge. The etiology of the event was reported as ¿new illness, injury¿. The patient was started on diflucan (150 mg, qd x2). The outcome of the event was reported, as of (B)(6) 2011, as resolved without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# v534733, implanted: 2010 (B)(6), explanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).